Manufacturer narrative:
Corrected information: transcription error.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within around the catch post area and within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a mushroom head check and tested negative for glucose. The cycler failed the touch screen test. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. During an internal visual inspection, dried fluid was found in the area between the pump assembly and the display assembly and within the recess of the bottom cover adjacent to the pump. A cause could not be determined for the dry fluid found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank. It was not indicated if the cycler was in use for peritoneal dialysis (pd) treatment during the event. Rebooting the cycler did not restore the display. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment on the date of the event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.